Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that their insulin pump has recurring loss of battery power. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and found this is the second occurrence of replace battery now without a low battery warning. The customer¿s mother was advised that they can continue use of the insulin pump until the replacement arrives however, must insert a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.